Manufacturer narrative:
Product complaint # (B)(4). Voluntary report (mw5112172) received 10/11/2022. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received (mw5112172) it was reported by our patient that "I had a bilateral joint replacement surgery on (B)(6) 2017 due to severe osteoarthritis in both knees. My doctor/surgeon suggested that I have them both done at the same time. The surgeon implanted the depuy (attune knee system). I was 54 years old at the time of surgery. The next day up until this day. I am having such issues as difficulty walking, standing, even limping on the left knee. The implant is worse at night with intense stiffness, that it is hard for me to sleep or get out of bed. I have complained about my left knee in physical therapy/hospital rehab. I have lost range of motion in my left knee. I cannot even use a stationary bike. I have to do my household chores slow, and sit because I get tired easily. I also began to search out other orthopedic doctors to get answers. I did contact my old ortho doctor's office to request a report of my surgery. I have found out that depuy had recalled their system. I know I have a defective device, because of all of the problems I am having. This is really shameful of the doctors who should have informed their patients that there was a recall. I now have to have revision surgery, after going under a manual manipulation on (B)(6) 2022 by my current orthopedic doctor, who informed me that the procedure did not work. I will have to have a revision surgery with the left knee with a new knee implant, but it will not be depuy system. My primary doctor says that this is not acceptable, and I agree. I am 59 years old, but walking like an 80- year-old. This surgery is no walk in the park, and I would like to know what legal action I can take against the manufacturer of this implant. I have an implant that is not doing what it is designed to do. I feel that our doctors that we trust to care for us, should have informed their patients about any knee implant recalls. I have all of my discharge papers and reports from my old doctor's office. I have reached out to some attorney's offices, but I was told they could not represent me until after I have revision surgery. The patient is important. All doctors should listen to their patient. I cannot even flex the left leg. I am at about 65% range of motion, and it should be 90 or better. The patient is right. I know my body, and I know when something is not right. Nobody listened to me. In (B)(6) 2020, I went to another ortho doctor, and he did not understand why I was still dealing with limping, and severe stiffness. He put me through two painful tests to see if there was any fluid in the knees, and it was not waste of time and money, and was paid by my insurance company. No answers, my obgyn doctor recommended my old ortho doctor, who treated me for a meniscus tear many years ago. I am under his care, and I have an appt at the end of october of this year to discuss revision of the left knee with a new knee implant product. He does not use depuy. Thank goodness. FDA safety report ID# (B)(4)" doi: (B)(6) 2017. Dor: unrevised. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.